Event description:
Patient with right total hip arthroplasty two years ago. She has been evaluated over the past year for complaints of right hip/groin pain. X-rays reveal evidence of loosening of the acetabular cup